Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. A cartridge change was performed resolving the issue. There was no adverse impact to customer¿s blood glucose level.